Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was approaching the elective replacement indicator and was not capturing. It was also reported that there was high impedance on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.